Manufacturer narrative:
An event regarding crack/fracture involving an unknown drill bit was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device & operative notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Product not available.

Event description:
Primary procedure, right hip. It was reported that while drilling the acetabulum, the drill bit broke in half, when it was less than half way in the acetabulum. Bone quality was not reported or remarked upon by surgeon. The broken piece was removed from the patient and a backup drill bit was used with no surgical delay. Rep reported that x-rays, medical records, and further information are not available.